Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
It was reported that the treakisyn was prepared in the pharmacy department using a facile. Treakisyn raw food dexate (anti-nausea) with c180j was placed in a ziploc for transport to the ward. The bag was wet and the infusion bag was wet when the raw food and dexate were removed to administer the threaxine. The recipient requests to find out if the wet liquid is treakisym. Customer would like you to check if the infusion bag is ripped or if there is any defect in the c180j.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one spike connector and an IV bag were provided to our quality team for investigation. Through visual inspection, no defects or issues observed on the spike connector or between any of the connections, the connector was verified to be properly bonded onto the spike body. Pressure was generated on the IV bag to verify the connection of the spike connector, all connections were verified to be secure and no leakage was observed. Functional tests were performed by engaging a syringe and injector to the spike set. Liquid was moved from the syringe into the IV bag without issue and no leakages were observed. A device history review was performed for lot 2311220, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, no issues were identified. Retained samples of the same lot were used for additional evaluation. The product was visually inspected, no defects were observed, all product functioned as intended and no leakages were observed. Based on the available information, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.